Manufacturer narrative:
It was reported that patient underwent lavh/bso, vaginal intraperitoneal colpopexy, fascial retropubic mid urethral sling, vaginal paravaginal repair, insertion of fascia into the anterior vagina, rectocele repair and insertion of fascia into the posterior vagina concurrently with mesh removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, cystoscopy, anterior & posterior repair due to sui, and large cystocele. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to bleeding, pain during intercourse, erosion of mesh into rectum and extrusion of mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent excision of vaginal septum, removal of permanent foreign body suture and cystoscopy on (B)(6) 2012 due to vaginal septum after surgical reconstruction of the pelvis. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.